Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's left knee was revised due to instability caused by a torn pcl. A 4x9 cr insert was revised to a 4x12 insert. Sales branch provided primary and revision usage. Rep confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.